Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunction confirmed obstruction of flow and a patient device interaction problem, however, the investigation is inconclusive for malposition of the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced obstruction within the device, malposition, and a patient device interaction problem. This information was received from one source. The one malfunction involved one patient with no patient consequence. The weight of the (B)(6) year old male patient was not provided.